Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, it was found that the device does not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. The customer received a replacement device and this device was archived by stryker. The cause of the reported issue was a faulty reed switch sw5.